Manufacturer narrative:
(B)(4). Review of lot f1732501, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) sealant was not deployed. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) sealant was not deployed. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The shuttle cartridge and the catheter were inspected for anomalies that may cause the reported event. Damage was observed at the balloon proximal bond. The damaged balloon proximal bond taper was probably caused by a misalignment of the procedural sheath during the devices pull back step. A misalignment of the procedure sheath by the user may cause the balloon proximal bond taper to make angular contact with the distal end of the procedure sheath. An angular contact may sweep the taper and damage the proximal bond. Visual inspection at high magnification showed damage to the balloon proximal bond taper. Functional test could not be performed on the returned device due to the damaged balloon proximal bond taper (deformed proximal bond taper will obstruct the shuttle path). Review of lot f1732501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿failure to deploy¿ was confirmed due to the condition (damaged balloon proximal bond taper) in which the unit was received for analysis. The exact cause of the reported event experienced by the customer may have been misalignment of the procedure sheath by the user. However, the root cause could of the event could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.